Manufacturer narrative:
Pharmacovigilance comments: the serious event of vascular occlusion and the non-serious event of discolouration at the implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. Serious criteria include the need for medical intervention with hyaluronidase to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report received on 27-apr-2018 from a physician referring to a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On an unknown date, the patient received treatment with emervel deep lidocaine to the pyriform fossa (mid face) administered with an unspecified needle. The treatment was performed by a nurse. The lot no., injection technique and amount of volume used were unknown. After an unknown time, the patient experienced dusky appearance(implant site discolouration) and vascular compromise(vascular occlusion) at the cheek and nasolabial area. On an unknown date, the patient was reviewed and received corrective treatment with hyalase [hyaluronidase] 1500u. The dusky colour was gone in less than twelve hours after hyalase was administered. The patient was scheduled to be reviewed by a physician on (B)(4) 2018. Outcome at the time of the report: dusky appearance was recovered/resolved. Vascular compromise was recovered/resolved.

Event description:
(B)(4) is a spontaneous report received on 27-apr-2018 from a physician referring to a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On an unknown date, the patient received treatment with emervel deep lidocaine to the pyriform fossa (mid face) administered with an unspecified needle. The treatment was performed by a nurse. The lot no., injection technique and amount of volume used were unknown. After an unknown time, the patient experienced dusky appearance(implant site discolouration) and vascular compromise(vascular occlusion) at the cheek and nasolabial area. On an unknown date, the patient was reviewed and received corrective treatment with hyalase [hyaluronidase] 1500u. The dusky colour was gone in less than twelve hours after hyalase was administered. The patient was scheduled to be reviewed by a physician on (B)(6) 2018. Outcome at the time of the report: dusky appearance was recovered/resolved. Vascular compromise was recovered/resolved.

Manufacturer narrative:
Pharmacovigilance comments: the serious event of vascular occlusion and the non-serious event of discolouration at the implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. Serious criteria include the need for medical intervention with hyaluronidase to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Correction: the previously reported exemption (e2015005) does not apply to this product. This case was submitted as a manufacturer's report.